Manufacturer narrative:
Correction to h6 due to additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record review was done on work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed neither a imagery nor device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, 'they noticed that when the balloon of the commander was completely inflated and the valve was completely expanded, a small amount of contrast exited the top right side of the balloon'. It was noted that there was possible calcification present in the patient native annulus. Per complaint description, 'displaced stj calcium that may have also punctured a small hole in the top of the commander balloon as well'. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. However, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 29mm sapien 3 valve, while reviewing angio shots after the procedure was complete, they noticed when the balloon of the commander delivery system was completely inflated and the valve was completely expanded, a small amount of contrast exited the top right side of the balloon. There was also some contrast staining on the right side of the aortic wall near the sinotubular junction (stj), indicating what the physician thought was a small aortic dissection, possibly from displaced stj calcium that may have also punctured a small hole in the top of the commander balloon as well. Patient was in stable condition and no intervention was needed.